Event description:
It was reported that before opening the package, the customer found a hole in it. No patient injury was reported.

Manufacturer narrative:
510k is unknown. This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. One (1) sample was returned for evaluation, the sample was received in unused conditions within the original package. Visual testing was performed. The returned sample was visually inspected at 12" to 16" and normal conditions of illumination. Under visual inspection damaged packaging was detected; the complaint was confirmed, and leaking failure mode was confirmed. The root cause of the reported issue was undetermined.